Event description:
It was reported that the customer was hospitalized due to high blood glucose of 641mg/dl. It was stated that the customer experiencing abdominal pain, nausea, and was thirsty. It was stated that the customer did not feel well to troubleshoot the insulin pump. It was mentioned that the nurse removed the cannula and found that it was 90 degrees bent. Reminded customer to change the infusion set every two to three days. Advised the nurse to change the infusion set, reservoir, and insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.